Manufacturer narrative:
Philips service replaced the flexvision pc, and the system was returned with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that touchscreen switching failed; flexvision pc power supply fuse blown on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.